Event description:
Info received that the head up was not raising. No injury reported.

Manufacturer narrative:
Technician found that the head up was not raising. Isolated the issue to bad valves. Replaced the valves to resolve the issue. Bed located on basement.